Event description:
It was reported the pt's ipg was unable to communicate with her external devices. The pt stated she had not charged her ipg since (B)(6) 2012. The ipg was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.